Event description:
Event description cpi received information that this implantable pulse generator (ipg) reported ventricular oversensing with recorded intracardiac electrograms (ventricular tachycardia episodes). The patient experienced no symptoms due to the oversensing.